Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip failed final arm angle (efaa); the clip did not lock. Efaa was tested again in the left atrium, but efaa failed. The clip was not implanted and was removed. A total of two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. Efaa was tested again when the device was outside of the anatomy, and there seemed to be interaction between the lock line and the gripper line. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the reported clip opening during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.